Event description:
It was reported that the needle in the bd nexiva¿ closed IV catheter system was difficult to remove during use. The following information was provided by the initial reporter, translated from french: "during a venous catheter insertion, blockage of the needle during its exit. Forced to remove the catheter". Translation via deepl: "during a venous catheter insertion, jamming of the needle during its exit. Obliged to remove the catheter".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle in the bd nexiva¿ closed IV catheter system was difficult to remove during use. The following information was provided by the initial reporter, translated from french: "during a venous catheter insertion, blockage of the needle during its exit. Forced to remove the catheter" translation via deepl: "during a venous catheter insertion, jamming of the needle during its exit. Obliged to remove the catheter".

Manufacturer narrative:
Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.